Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the device's battery lasted less than two years as there was high output on the left ventricular lead. The device was removed and replaced. No patient complications have been reported as a result of this event.